Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: after the catheter was placed, the fixation wings separated from the catheter. A transverse arthrotomy had to be performed to remove the catheter.

Manufacturer narrative:
(B)(4). The customer supplied one photo for analysis. Visual analysis of the photo revealed that the catheter body was separated towards the proximal end near the juncture hub. The customer returned one opened arterial catheter. Clear signs of use were observed on the catheter in the form of biological material. Visual analysis revealed that the catheter body was separated towards the proximal end near the juncture hub. The catheter body had a distinct kink near the distal point of separation. Further visual analysis of the kink revealed severe indentations in the form of teeth marks. This damage is indicative of a needle holder that was used on the catheter body. The catheter appeared yellow in discoloration, specifically at the point of separation. The catheter body was observed to be brittle and the appearance of the extrusion is consistent with exposure to uv light during storage and shipping. The kink in the catheter body was approximately 10mm from the distal point of separation. The catheter was separated approximately 1mm from the hub. The length of the separated portion of catheter body measured 83 mm. The combined length is 84 mm which is within the catheter length specification of 82mm-86mm per the catheter product drawing. The catheter body outer diameter measured 1.058mm , which is within the specification limits of 1.04-1.09mm per the catheter extrusion product drawing. The catheter body inner diameter measured 0.711 mm, which is within the specification limits of 0.69-0.74mm per the catheter extrusion product drawing. Minor force was applied to the catheter near the point of separation that had experienced discoloration , resulting in it snapping. Performed per IFU statement, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". Manufacturing and r & d were contacted as part of this complaint investigation. Testing performed at the manufacturing facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A complaint history review for this failure mode over the past 5 years (01-dec-18 thru 01-dec-23) was performed for all finished good part numbers containing catheter pcz-00820-002. All complaints identified as presenting this failure mode were reported from this same customer (hospital clinic de barcelona). No other similar complaints have been reported from any other customer. A review of sales for the same finished good part numbers over the same timeframe identified a total of 2,015,761 ea sold globally in 40 different countries (94% of sales outside of spain). This indicates that the issue is isolated to this specific customer. The customer did not provide a lot number; however, lot# 71f22h3922 was identified as a potential lot number. A device history record review was performed on this potential lot and no relevant findings were identified to suggest a manufacturing related issue. The customer report of an arterial catheter separation was confirmed through complaint investigation. Visual and functional analysis revealed that the catheter body was separated adjacent to the juncture hub. Evaluation of the returned device revealed the catheter body was brittle and separated easily. Testing performed at the r & d facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A complaint history review was performed for all finished goods containing catheter pcz-00820-002, and it was confirmed that the issue is isolated to this specific customer. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Based on these circumstances, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: after the catheter was placed, the fixation wings separated from the catheter. A transverse arthrotomy had to be performed to remove the catheter.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only.**

Event description:
It was reported that: after the catheter was placed, the fixation wings separated from the catheter. A transverse arthrotomy had to be performed to remove the catheter.